Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. However, it did not meet the requirements for reflux, siphon, pressure-flow and preimplantation testing. Proteinaceous debris was noted within the interior and exterior of the valve. Proteinaceous debris was noted around the ruby ball. Debris within the valve may interfere with the siphon control device resulting in fluid siphoning and/or reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was found to be obstructed intraoperatively. According to the report, there was no injury to the patient.